Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 had failed. A field service engineer (fse) found that the half height auxiliary drawers 2.1 and 2.2 had failed. The fse reseated all six row board connectors, both retractor band connectors, and all pockets on drawers 2.1 and 2.2. All pockets were released, debris removed, and lids tested. The station was tested in diagnostics by the fse and verified in the medical application by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.